Event description:
Reportable based upon device analysis completed on (B)(6) 2024. It was reported that device did not cross the lesion. The 70% stenosed target lesion was located in the mildly calcified left anterior descending artery. The lesion was predilated with a 3.50 mm x 12 mm non-compliant balloon. A 4.00 mm x 15 mm agent dcb was then advanced, but due to severe tortuosity of the vessel the device failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications reported. However, analysis revealed a shaft break.

Manufacturer narrative:
E1 initial reporter address: # (B)(6). Device evaluation: the device was returned for analysis. A visual/tactile inspection and microscopic analysis was completed. A break was identified on the hypotube shaft, 104.2cm proximal from the midshaft bond with the strain relief not returned. Balloon wings had loose folds. Contrast media was identified inside the balloon with no coating on the balloon. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Bumper tip showed no signs of distal tip damage.